Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed successfully, and no patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. A visual and tactile examination of the hypotube found multiple hypotube kinks and a shaft break at 24.5cm distal to the distal end of the strain relief. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No other device issues were identified during returned product analysis.